Manufacturer narrative:
Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. No further patient com plications have been reported as a result of this event.